Event description:
On (B)(6) 2015, a catheter broke off in a patient. The lumbar puncture catheter fractured during removal of the catheter. Several centimeters of the catheter were retained within the epidural space. The physician discussed with the patient and it was decided to not attempt removal since it would require the patient to undergo a laminectomy to remove it. Additional information was requested and on 04/01/2015 and 04/02/2015, the following was provided by the customer. The lumbar catheter was implanted on (B)(6) 2015. The retained catheter was located at the t9-l3 epidural space. The physician removed the catheter and needle together at the same time to prevent fracturing of the catheter. X-rays/CT scans were taken and available showing the retained catheter (pending). There was no known patient adverse consequence as a result of the retained catheter in the epidural space to date. At the time of the report, the patient was post-op day 12 for a bifrontal craniotomy for tuberculum sella meningioma and a transnasal csf leak. Per neurosurgery notes, the patient was currently stable.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.